Manufacturer narrative:
(B)(4). Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of perforation and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The grafmaster stent is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure to treat an occluded right coronary artery (rca). A non-abbott guide wire was advanced and a 2.5 x 15 mm trek dilatation catheter was inflated at the target lesion. Blood flow was restored and a 4.0 x 23 mm xience alpine stent was implanted. Post stent implantation, a perforation was noted and a 4.0 x 16 mm graftmaster stent was deployed. It was noted that the graftmaster failed to seal the perforation and the distal portion of the perforation continued to bleed. The surgeon opened the patient's chest and attempted to stitch the perforation closed, but the perforation continued to bleed and the patient could not be stabilized and died. No additional information was provided.